Event description:
During af procedure, a cardiac tamponade occurred which required pericardiocentesis. Ablation was completed and these was no change in blood pressure. After the procedure, echocardiography was performed to check pericardial effusion, and it was confirmed that there was no significant change. Several hours after the procedure, the patient went into shock, and cardiac tamponade was confirmed. Pericardiocentesis was performed, and the blood pressure returned to near normal levels. The tamponade possibly occurred during cti ablation. There were no sudden drops in impedance or signs of a "pop" during rf delivery.

Manufacturer narrative:
An event of a cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The tactisys log files were returned, however no files were found corresponding to the reported event date. Therefore, no log file analysis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.